Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced a missing component. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient was reported as a female whose age and weight were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device belonging to the sole malfunction was returned for evaluation; the evaluation is inconclusive for missing component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the reported malfunction, the device has been returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced a missing component. This information was received from one source. This malfunction did not involve a patient as there was no patient contact.